Event description:
The hcp reported the catheter was disconnected from the connector. It was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.